Event description:
A 60-year-old male patient with non-small cell lung cancer (nsclc) - adenocarcinoma started optune lua therapy on (B)(6) 2026. On (B)(6) 2026, a medical record was received by novocure documenting that, during an oncology follow up appointment on (B)(6) 2026, the patient had difficulty tolerating optune lua therapy, particularly overnight. The patient reported significant pruritus, heat, sweating, and severe discomfort while sleeping with the transducer arrays in place. The patient was able to tolerate device use better during daytime hours. The patient also reported sensations of experiencing claustrophobia, panic, hyperventilation, and intermittent shortness of breath when wearing the device. The spouse observed that the patient's anxiety increased due to concerns that the inability to wear the device could adversely affect his prognosis. The physician prescribed lorazepam to manage the patient's anxiety related to nighttime device intolerance. Several attempts were made to contact the prescribing physician with no reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient´s anxiety, requiring medical intervention, cannot be ruled out. Anxiety has been reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc (4% overall in the ttfields arms and 2% overall in the control arms). Claustrophobic sensation, panic, hyperventilation, and intermittent shortness of breath were secondary symptoms of patient´s anxiety. Pruritus, heat sensation, hyperhidrosis, and discomfort were related to device use, although assessed as non-serious.